Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 2.2, doctor's meter: 1.6, lab: 1.4. Patient results are usually between 2.0-3.0. No anemia. No cancer/kidney/liver issues. No heparin/lovenox/anti-biotics. No auto-immune diseases/aps/lupus. No amiodarone. No thyroid issues. Uses 21g lancets. Not difficult to get the blood out and was applied right away. Strip code in meter does match strip code on outside of box.

Manufacturer narrative:
Investigation pending.